Event description:
Technician alleged that the bed will not call the nurse station. No pt impact.

Manufacturer narrative:
The technician found a pin broken inside the nurse call cable. The technician replaced the nurse call cable to resolve the issue.